Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary visual inspection: the drill bit ø1 l61/31 f/core hole (part# 03.130.102, lot# f-23904, qty# 1) was returned and received at us cq. An image under attachment "1.0mm drill.pdf" was also provided and evaluated. Upon visual inspection, the drill bit was observed to be broken into two pieces. The fluted end was also noted to be slightly bent. Both pieces were returned. Device failure/defect identified? Yes dimensional inspection: a dimensional inspection was not performed due to it being post-manufacturing damage to the device. Document/specification review: no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes investigation conclusion: the complaint is confirmed for the drill bit ø1 l61/31 f/core hole (part# 03.130.102, lot# f-23904, qty# 1). A definitive root cause could not be identified for the reported issue from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part: 03.130.102. Lot: f-23904. Manufacturing site: selzach. Supplier: sphinx werkzeuge ag. Release to warehouse date: 21 march 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: d9, h3, h6.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that during an open reduction internal fixation (orif) hand procedure, the drill bit broke. The drill bit was loaded, and when the drill spun the juncture between the connection and the drill bit broke. The drill didn't touch the patient's bone. It was noted that no fragments were generated when the device broke. Another drill was readily available and was used to successfully complete the procedure with no delay. This report is for a drill bit. This is report 1 of 1 for (B)(4).